Event description:
It was reported that the arctic sun device was getting low inlet pressure. Mis recommended the 2000 hour preventive maintenance service. Per sample evaluation results received on 14feb2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that replaced of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Confirmed through patient data the low pressure readings with the circulation pump at 100% power. Unit was primed to fill during decon. Circulation pump was serviced during the pm process. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. The device underwent pm servicing while in for repair. Serviced mixing pump, replaced heater, and replaced both manifold o-rings and drain valves. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. It is unknown if the device was in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting low inlet pressure. Mis recommended the 2000 hour preventive maintenance service